Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 2: two (2) used samples were submitted to the manufacturer for evaluation. Through visual examination, it was observed that the filter cap was not on the drip chamber, which could result in leakage. Through further visual examination, detachment was observed on the distal tubing end of the pump segment. There were no signs of solvent located on the end of the tubing where the detachment occurred. The samples are not within specification; the reported defect is confirmed. While a defect was confirmed, an exact root cause could not be determined. An approved project is in place to further address issues with disconnection at bonded joint. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: brief inquiry description: two incidents, 490100 breaking and leaking. Detailed inquiry description: 2nd incident- leaking at filter site & dislodged at filter site description of the patient event 1st incident - tubing came apart at y site. 2nd incident- leaking at filter site & dislodged at filter site. 2nd incident is a chemo spill of carboplatin. Rn hung the bag and attached the connectors to the patient. When the rn went to set the pump, she noticed fluid leaking from the air filter site, and the air filter cap had become dislodged. Rn immediately disconnected the patient, removed the IV bag and tubing, and the patient was removed and placed in another bay; there was no spillage on the patient or harm. The pharmacy was notified, and a new treatment bag was requested. The spill kit was opened, the absorbent was laid down, and appropriate departments were notified. Initial chemo cleanup was completed, and the unused drug was discarded in a black hazard container. Called for post-clean-up, and all hazardous materials were removed from the infusion suite.